Manufacturer narrative:
Method - (process evaluation): device history record review, medical review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Per medical review: reportedly, lens damage ("tear") was observed upon insertion requiring intraoperative lens removal/exchange. No reported incision enlargement or other tissue damage. According to report by a nurse, dated on (B)(6) 2015, damaged lens was removed without any patient injury and another lens was successfully implanted. The same report stated that the cause of the event was unknown. No reported postoperative sequelae. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4)

Manufacturer narrative:
Visual inspection of the returned product found the lens optic and both haptics torn, with pieces torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. A blue dot was noted on the lens. Based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, and the surgeon noted the lens was torn. The lens was removed within the same surgery with no patient injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received - the customer indicated the source of the blue dot was unknown but the lens most likely was not received with a blue dot as the surgeon would have noted it upon receipt. The blue dot probably occurred during or after the surgical procedure.